Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the set screw mark on terminal pin at correct location. The lead passed electrical test. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was explanted. No additional adverse patient effects were reported.